Manufacturer narrative:
(B)(4). Concomitant medical products: shell with multi holes porous 46 mm # item 00875704602 lot 63616933; or shell with multi holes porous 48 mm # item 00875704802 lot 63902204; unk screw. Foreign source: japan. Reported event was confirmed by review of x-rays provided. Review of x-rays identified bilateral total hip arthroplasties with screw fixation of both acetabular shells. Punctate hyperdensities were confirmed within the supra-acetabular region on the right hip. A single screw was present within the right supra-acetabular region, suggestive of a prior acetabular revision procedure. Subsequently, sclerosis and cortical irregularities observed with the left supra-acetabular region could suggest prior surgery as well. Additionally, the medial-most screw of the right acetabular shell protruded into the pelvic cavity. Lucency was seen along the right lesser trochanter, potentially evidence of early osteolysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after confirming postoperative x-rays, the surgeon found substances like metal powder were seen around continuum cup on the right side. X-ray review also shows osteolysis around the stem.